Manufacturer narrative:
Device available or evaluation: yes. Returned to manufacturer on: (B)(4) 2012. The explanted intraocular (iol) lens was returned to our manufacturing facility for evaluation and revealed the lens had several scratches on the surface of the optic body. It was presumed that the scratches originated from handling during the surgical procedure. No other optical deviations were found. A review of the manufacturing records for the iol showed no deviations. The diopter measurement records verified and were shown to be in compliance with the labeled dioptic power of 19.0 diopter. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It is reported that the lens was explanted due to patient's complaints of shadows and glare. The lens was initially repositioned by the physician on (B)(6), 2012 during a follow up procedure; however, the patient continued to complain about shadows and glare. Thus, the lens was explanted and replaced with a lens of a different diopter on (B)(6), 2012. Follow-up indicated that the patient is reported to be doing fine.